Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a low drain volume alarm was not confirmed and the cause was not identified. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display. The home patient (hp) stated that there were pockets of air in the patient line. The technical service representative (tsr) assisted with ending therapy on the hc so that the hp could set up with new supplies. The hp stated that he has an appointment early in the morning so he's going to call his peritoneal dialysis nurse and see if he can just do a manual exchange for the night. No patient injury or medical intervention was indicated at the time of the initial report.